Manufacturer narrative:
The patients age was not reported; however, it was reported that the patient is over 18 years old. The complainant was unable to provide the suspect lot number; therefore, the manufacture and expiration dates are unknown. Initial reporters details updated. Patient code and device code updated. Patient code 2696 captures the reportable event of patient third degree burn. Conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. The device has been disposed; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on october 30, 2019 that a genesys hta procerva procedure set was used during a hydrothermal ablation procedure in the uterus performed on (B)(6) 2019. Reportedly, the procedure was done under general anesthesia. According to the complainant, during procedure closure, a burn was noted on the patients left buttocks. The nurse suspected that the hta procedure set tubing was placed in contact under the patient's buttocks the entire procedure causing the burn. The burn was classified as a first degree however when the patient returned the burn was badly infected and was classified as a third degree burn. Silvadene cream and a sterile dressing with silver sulfadiazine were used to treat the burn. An additional attempt has been made to obtain follow up event details with no response from the clinician.

Manufacturer narrative:
The patients age was not reported; however, it was reported that the patient is over 18 years old. The complainant was unable to provide the suspect lot number; therefore, the manufacture and expiration dates are unknown. (B)(4). The device has been disposed; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on october 30, 2019 that a genesys hta procerva procedure set was used during a hydrothermal ablation procedure in the uterus performed on (B)(6) 2019. Reportedly, the procedure was done under general anesthesia. According to the complainant, during procedure closure, a burn was noted on the patients left buttocks. The nurse suspected that the procerva hand piece must have been in contact with the patients buttocks the entire procedure causing the burn. Reportedly, the patient had two large fibroids that distorted the cavity and the physician felt it was necessary to point the sheath away from the fibroids. The burn was classified as a first degree however when the patient returned the burn was badly infected and was classified as a third degree burn. Silvadene cream and a sterile dressing impregnated with silver were used to treat the burn. An additional attempt has been made to obtain follow up event details with no response from the clinician.